Event description:
Repair request initiated and escalated to complaint for the device with a report that the foot was detached. No patient impact reported. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the color band was faded, the etchine was illegible and the distal and internal tube bearings had failed. No additional information was available on follow-up. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."